Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a printed circuit board error. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported to olympus that an e116 error code displayed camera control unit. The issue was found during preparation for use prior to a laparoscopic cholecystectomy procedure. The procedure was completed using similar devices. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined; however, the event likely occurred due to a failure of the motherboard. Olympus will continue to monitor field performance for this device.